Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A trapezoid rx lithotripter compatible basket was used during a stone removal procedure (pt age, gender and weight unk) in 2008. According to the complainant, "the tip...at the end of the basket popped off. This occurred prior to capturing the stone, but...(within) the cbd." The complainant indicated that the physician left the tip inside the pt to pass via peristalsis. The physician attempted to complete the procedure with a second trapezoid rx lithotripter compatible basket. Refer to associated MFR report# 3005099803-2008-00471 for a description of the second event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database could not be performed due to the lot number is unk. However, a ship history was performed on three lots that were shipped to the customer prior to this event. A device history record review was performed on lots; no anomalies associated with this complaint were noted. The march 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.